Event description:
It was reported during prostate procedure fiber tip broke inside the patient. The procedure was completed using second fiber. The patient condition following the procedure was reported to be stable.